Event description:
It was reported that when plugged into main unit, the cart does not have power. The issue occurred outside the surgical environment with no harm or delay reported. Due diligence is complete and no additional information is available. At product evaluation investigation the power inlet module exterior of the cart was melted / charred. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the cart would not power on via the wall; the power inlet module exterior was melted / charred. The power inlet module was replaced. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.